Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a foreign material was found on the device. During preparation, when a 8mm x 4.00mm nc quantum balloon catheter was opened, a large piece of blue fuzz was found on it. No patient complications were reported.